Event description:
As reported, the hemostasis valve of a brite tip sheath introducer (si brite tip 6f 23cm str) came off during an endovascular therapy (evt) case as a non-cordis balloon catheter was being removed. There was no reported patient injury. The target lesion was the iliac artery. There was mild calcification and moderate vessel tortuosity the percentage stenosis was not provided. It is unknown if the device was being used for a chronic total occlusion. The product was stored, handled and prepped according to the instructions for use (IFU). There was no damage noticed to the device prior to opening the package. There was no difficulty removing the device from the sterile packaging nor any difficulty experienced in prepping the device. There were no anomalies noted prior to inserting the device into the patient and no excess force used at any time. The sheath was not kinked or had been twisted/torqued prior to the separation. The patient did not require hospitalization nor the hospitalization was extended as a result of this event. The device is expected to be return for evaluation.

Manufacturer narrative:
A review of the manufacturing documentation associated with lot 17983609 presented no issues during the manufacturing process that could be related to the reported event. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
As reported, the hemostasis valve of a brite tip sheath introducer (si brite tip 6f 23cm str) came off during an endovascular therapy (evt) case as a non-cordis balloon catheter was being removed. There was no reported patient injury. The target lesion was the iliac artery. There was mild calcification and moderate vessel tortuosity. The percentage stenosis was not provided. It is unknown if the device was being used for a chronic total occlusion. The product was stored, handled, and prepped according to the instructions for use (IFU). There was no damage noticed to the device prior to opening the package. There was no difficulty removing the device from the sterile packaging nor any difficulty experienced in prepping the device. There were no anomalies noted prior to inserting the device into the patient and no excess force used at any time. The sheath was not kinked or had been twisted/torqued prior to the separation. The patient did not require hospitalization and the hospitalization was not extended because of this event. One non-sterile si brite tip 6f 23cm str unit was received for analysis. The unit was thoroughly inspected with special attention focused on the hub and hemostasis valve. No anomalies were observed. A product history record (phr) review of lot 17983609 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The complaint reported by the customer, ¿hemostasis valve/hub - separated - during use¿ was not confirmed since the hemostasis valve was received properly assembled with no separations noted. The exact cause of the reported event cannot be conclusively determined with the available information and the fact that the device was returned with no anomalies noted. Users are trained to inspect for signs of damage prior to and during use. Any product with damage is not to be used. Information for safety is provided in the products labeling with the intent to make the user aware of the risks. According to the instructions for use (IFU), although not intended as a mitigation of risk, ¿to exchange catheters, slowly withdraw the catheter from the csi and repeat the insertion procedure.¿ based on the information available and the phr review, there is no indication that the event is related to the device design or manufacturing process. Therefore, no preventative or corrective actions will be taken at this time.